Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the left ventricular (lv) lead might be cracking as patient's device was checked due to patient missed 5 beats during procedure. Boston scientific technical services (ts) referred the patient to physician. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead might be cracking as patient's device was checked due to patient missed 5 beats during procedure. Boston scientific technical services (ts) referred the patient to physician. This lead remains in service. No adverse patient effects were reported.